Manufacturer narrative:
The events reported under this complaint (9616099-2020-03470) was determined to be a duplicate of the following cases and have already been reported: (B)(4) (report number: 9616099-2019-03295), (B)(4) (report number: 9616099-2019-03088), (B)(4) (report number: 9616099-2019-03010), (B)(4) (report number: 9616099-2019-03067). No subsequent reports will be forthcoming under this complaint.

Manufacturer narrative:
It is unknown if the device will be returned for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an incraft procedure, the radiopaque marker bands on four 5f 110cm 6 side holes (sh) super torque catheters were disconnected from the catheter, making it impossible to measure and deploy the incraft. Also, all four devices presented low support during the navigation and some catheters were broken. In these cases, it was necessary to capture a piece of the catheter with a snare. The marker bands of one catheter were detached inside the patient and it was impossible to remove them. The devices will be returned for evaluation.